Event description:
It was reported that a pump revision was to be done on (B)(6) 2013. The pump was effective in controlling the patient¿s pain and the patient did not want it removed. It was noted that the patient had been hospitalized for over a week for treatment of other unrelated health problems. The patient had multiple areas of skin breakdown. The patient¿s pump had been implanted in her left flank. One of the decubitus ulcers was in the area of the pump. The plan was to move the existing pump from her left flank to her lower abdomen. During the procedure, an incision was made to open the pump pocket and there was suspicion that the pocket site was infected. Since it seemed infected, the decision was made to replace the pump and the pump connector. The existing catheter was left in place. The new pump was implanted in her left lower abdomen. It was noted that the patient was very thin and had multiple health issues. The device system was used to deliver dilaudid and bupivacaine. It was later reported that the patient always had effective therapy. The patient had multiple medical problems. The decubitus ulcer was the only reason known for moving the pump. The decision to replace the pump because of a possible infection was because of the fluid that was found in the pump pocket. The fluid was sent for a culture, but the results were unknown.

Event description:
Additional information was received and it was reported that the signs/symptoms of the infection were drainage, incisional wound opening, and pocket erosion. The primary location of the infection was the device pocket. A culture was obtained from the device pocket and revealed staph. The patient was treated with IV (intravenous) antibiotics.

Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2005, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).